Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G5: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed no record of the reported issues. Functional testing was performed and the reported issue could not be replicated. The root cause could not be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device showed reservoir capacity at 0ml; however, there was approximately 6ml left. It is unknown if there were any adverse patient effects.